Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient states that, over approximately the past month, he has found that adhesive of his headsets has not been sticking enough. Patient states that, as a result of this issue, the cannula has come out of his body on 2 occasions. He believes that this happened as a result of the adhesive not being sticky enough. No adverse event alleged. A request was made for the return of the device.